Event description:
Review of the article "one-year results of xen 45® gel stent in open-angle glaucoma and its impact on glaucoma medication-related costs" from the journal fr ophthalmology noted the following events "1 eye had deteriorated vision to a worse visual acuity group due to posterior capsular opacity and required nd:yag laser capsulotomy (author noted event is not related to the procedure or glaucoma); 31 eyes had bleb failure; 2 eyes had corneal edema; 3 eyes had corneal dellen; 9 eyes had shallow anterior chamber; 7 eyes had hyphema; 4 eyes had anterior chamber inflammation/flare; 1 eye had implant erosion; 4 eyes had choroidals; 3 eyes had ptosis; 31 eyes required needling; 13 eyes required secondary surgical revision; 1 eye required trabeculectomy; unknown eyes had high intraocular pressure and required medication."

Manufacturer narrative:
Article citation:guedes, r a p, et al. ¿one-year results of xen 45® gel stent in open-angle glaucoma and its impact on glaucoma medication-related costs.¿ journal francais d¿ophtalmologie, vol. 49, no. 2, may 2026, p. 104750, pubmed.ncbi.nlm.nih.gov/41494236/, https://doi.org/10.1016/j.jfo.2025.104750.further information regarding event, product, or patient details has been requested. No additional information is available at this time.the event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.events are a known potential adverse event addressed in the product labeling.